Event description:
It was reported the coil prematurely detached as it was being retracted into the microcatheter. There was no impact or consequences to the patient.

Event description:
It was reported the coil prematurely detached as it was being retracted into the microcatheter. There was no impact or consequences to the patient.

Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Visual analysis of the returned device found the delivery wire bent 41.2cm from the proximal end. The device was advanced out of the introducer sheath without any resistance and it was noted that the main coil was not attached to the delivery wire. A0.0158" mandrel was advanced through the microcatheter, returned with the device, without encountering any resistance. The coil was not within the microcatheter. The distal end of the delivery wire was examined under the microscope and the detachment zone is intact, however the main junction has been stretched with two winds of the main coil remaining in the junction. The proximal contact joint was present and intact. According to the event description, no friction or resistance was noted during advancement of the coil. However, when the coil was retracted into the microcatheter, resistance was met and the coil detached. As per the directions for use: "if it is necessary to reposition the target coil, verify under fluoroscopy that the coil moves with a one-to-one motion. If the coil does not move with a one-to-one motion, or movement is difficult, the coil may have stretched and could possibly migrate or break. Gently remove both the coil and microcatheter and replace with new devices". Review and analysis of the available information indicates a probable root cause of operational context as it is likely that procedural factors caused the performance of the device to be limited.